Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the user interface (ui) switch board, and front bezel were replaced to resolve the issue. The customer reported that the navigation ring pcb (printed circuit board) was the issue. The final disposition of the device was not provided by the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a navigation ring/accept button that was not working. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the v60 ventilator had a navigation ring/accept button that was not working. The customer was provided with the part number for a replacement user interface (ui) switch board, and front bezel. This investigation is ongoing.